Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture behind the display screen and a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: on examination, there was moisture corrosion observed to the display screen inside the pump. The battery compartment was found to be cracked at the threads, halfway down on the side. The returned battery cap is intact without damage and able to fit properly on the pump for testing. A leak test was performed which revealed a leak at the crack in the battery compartment. During testing, the pump was unable to power on and was completely unresponsive. The pump was opened for investigation and revealed moisture ingress inside the pump on the printed circuit board, the continuous glucose monitoring unit, the force sensor circuit, the display screen and the power circuit. Investigation confirmed power failure with case damage and moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.